Event description:
It was reported that during gamma3 extraction surgery, the root of u-blade broke. There was no problem in the extraction procedure. Finally, u-lag screw and gamma3 nail were remained in the patient because a part of u-blade did not be removed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Manufacturer narrative:
Referring to the product inquiry the u-blade set, ti gamma3 ø10.5x95mm is stated to be the primary product. No other associated products were reported. The device reported was not available as it is still implanted; thus, a physical examination of the u-blade set was not possible. Review of the device history records of the affected product revealed no conspicuities in material or manufacturing. The item was documented as faultless prior to distribution. According to information received x-rays were not available. Based on the limited information given the root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during gamma3 extraction surgery, the root of u-blade broke. There was no problem in the extraction procedure. Finally, u-lag screw and gamma3 nail were remained in the patient because a part of u-blade did not be removed.